Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent maintenance and displayed a battery communication error alarm following installation of new batteries in accordance with the preventive maintenance procedure. Troubleshooting was performed, including replacement of the newly installed batteries with verified functioning batteries; however, the battery communication error persisted. Further evaluation determined that the issue was associated with the power board module (pbm), which was causing fluctuations in battery output. The pbm was replaced, after which the battery communication error alarm no longer occurred. The controller was tested following repair and was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.